Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the moderately calcified and moderately tortuous right coronary artery (rca). The physician attempted to direct stent through a previously placed unspecified stent implanted in the proximal rca six months prior. The goal was to deliver a 3.0x38mm promus element plus stent distal to the existing stent, overlap the two and post-dilate. During delivery, the stent would not cross through the existing stent. Upon removal of the 3.0x38mm promus element plus stent, the physician noticed the back edge of the struts lifted off the balloon and became damaged when pulling back into the non-bsc guide catheter a 3.5x10mm flextome cutting balloon was then used to inflate the proximal edge of the existing stent. The physician then deployed a second guide wire to act as a "buddy wire" to help deliver a new 3.0x38mm promus element plus stent which was successfully delivered through the existing stent and deployed. A 4.0x12 nc quantum apex was used to post-dilate the overlap site. The procedure was successful. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts at the proximal end of the stent were severely twisted and squashed. There was a hypotube kink 120mm from the strain relief. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use (dfu): the physician attempted to directly stent the lesion and the dfu recommends that the lesion should be pre-dilated with an appropriately sized catheter before advancing the device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the moderately calcified and moderately tortuous right coronary artery (rca). The physician attempted to direct stent through a previously placed unspecified stent implanted in the proximal rca six months prior. The goal was to deliver a 3.0x38mm promus element plus stent distal to the existing stent, overlap the two and post-dilate. During delivery, the stent would not cross through the existing stent. Upon removal of the 3.0x38mm promus element plus stent, the physician noticed the back edge of the struts lifted off the balloon and became damaged when pulling back into the non-bsc guide catheter a 3.5x10mm flextome cutting balloon was then used to inflate the proximal edge of the existing stent. The physician then deployed a second guide wire to act as a "buddy wire" to help deliver a new 3.0x38mm promus element plus stent which was successfully delivered through the existing stent and deployed. A 4.0x12 nc quantum apex was used to post-dilate the overlap site. The procedure was successful. No patient complications were reported and the patient status is ok.